Manufacturer narrative:
Medtronic investigation of returned suspect device finds that based on the lot number, the returned arm is five years old. The arm failed the holding force test; the arm should hold with a downward force up to 14 lbs, but only held to 3.6 lbs. The arm also should hold with a side ward force up to 10 lbs but failed at 3.0 lbs. The reported event was confirmed to be caused by a mechanical failure mode, mostly likely due to the age of the device. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. As previously reported, the instrument was replaced to resolve the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. The surgeons were not comfortable using the articulating arm in surgery. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.